Event description:
It was reported that due to the placement of the sensor the patient was having difficulty obtaining readings on their own because they were unable to independently recreate the only position in which a physiologic reading was able to be obtained. Imaging confirmed the sensor appears to be in a posterior branch of the left pulmonary artery with rotation not quite 180 degrees. The patient was implanted with a second sensor on (B)(6) 2024 and has been successfully obtaining readings using the new device.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available because the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.